Manufacturer narrative:
On (B)(6) 2015, the customer, (B)(6), reported that after releasing the "load" pedal of the multi-function foot switch (mffs), the couch would intermittently continue to move into the gantry. Per fse,while using the ¿unload¿ pedal, the e-stop would open when the couch moves farthest down. The fse confirmed that the device was not in clinical use at the time of issue was discovered. The fse confirmed that there was no rescan and no harm to a patient or an operator due to this issue. The customer reported to the fse on (B)(6) 2015, when fse was performing preventive maintenance of other system at the site. The customer reported that the table top would not stop when using the footswitch. Since the fse was working on pm (preventative maintenance) of the other system, the fse looked at the system with the table movement issue and did not find anything unusual at that time. The fse made an appointment to evaluate the mffs issue reported by the customer on a later date. The fse arrived at the site on (B)(4) 2015 and evaluated the system. The fse determined that the pedal in the middle was causing the uncommanded motion of the table top. The fse disassembled the footswitch and readjusted the screws of all the pedals and reassembled the footswitch to resolve the issue. The activities performed by the fse was documented in the. After the service, there have been no further recurrences at the site. The bug reps/log files were provided by the fse for investigation. The logs were reviewed by a software development engineer. The sw development engineer determined that there are multiple stuck buttons between (B)(6) 2015 at 19:14:32 and (B)(6) 2015 at 11:07:38. These buttons are consistent with a stuck load pedal and could result in motion in unexpected directions at times. All motions would be limited by the collision table. CT engineering determined this issue to be an acceptable risk with the following mitigations for this issue: design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope. Single fault safe against uncontrolled motion: motion tasks watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed design mitigations enabling human response: continuous activation for manual motion. Emergency stop controls enable termination of motion in hazardous condition. -emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited. The fse determined that the pedal in the middle was causing the uncommanded motion of the table top.

Event description:
The customer reported that after releasing the "load" pedal of the multi-function foot switch (mffs), the couch would intermittently continue to move into the gantry. The fse confirmed there was no harm to a patient, operator or bystander. The fse disassembled the footswitch and readjusted the screws and reassembled the footswitch which resolved the issue.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).